Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported the patient had a bad experience with an MRI they had done. The patient said that they didn¿t adjust the MRI machine correctly and after wards they noticed a dramatic difference in their speech worsening. The patient said they had parkinson¿s and it was hard to tell if it was the parkinson¿s¿ causing the change or if it was emi from the MRI, but they did think it was the MRI. The patient said the hcp checked the implant and said everything was fine. There were no further complications reported.